Manufacturer narrative:
(B)(4). Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the baclofen was not working as well as it did initially after the healthcare provider (hcp) changed the concentration from 500mcg/ml to 2000mcg/ml. It was later reported that the patient was having balance issues, especially on her good side, which she never had before. The patient was not happy that things were not improving, even with numerous dosage increases. The hcp reportedly wasn¿t listening to the patient¿s complaints and was not willing to negotiate. The hcp reportedly stated that the patient¿s body was just ¿getting older¿. On (B)(6) 2012, the patient found out that she had been receiving gablofen for a while because the cost was cheaper than lioresal. The drug concentration was changed so she would have more length in time between refills. The patient was considering a new physician that was more familiar with her. It was indicated that the patient¿s new physician used to see her before, but didn¿t accept her insurance, so last year, she had to find a new hcp to manage her pump. The patient¿s new physician recently signed on to be a provider for the patient¿s insurance. It was later reported that the patient experienced dizziness, difficulty walking, paresthesia and urinary retention, which resulted in a urinary tract infection (uti) in (B)(6). The patient also experienced diplopia, which was a side effect that went away when the hcp decreased the dosage. The patient wasn¿t getting the same therapeutic benefit and she was getting weird sensations on one side of her body that never happened before. The ¿generic¿ baclofen was not working for her. There had been a difference in therapeutic effect since the pump was initially implanted and since (B)(6) 2011, when a concentration change was done. The patient didn¿t feel relaxed at all. She felt tighter and, more recently, her ¿good side¿, her right side, was getting strange, weird movements. She couldn¿t spread her toes far apart and it was harder to move that foot. The patient did not know if there was ¿any relation¿. The patient¿s foot ¿just kind of moves a little bit¿, like it had ¿some sort of reflex¿. When the symptoms started, the patient felt like she was doing fine and then, all of the sudden, the hcp ¿started fooling around with it¿ to find a therapeutic dose. The reporter stated, ¿I couldn¿t understand why she had to keep increasing it and increasing it increasing it and there came a point to where I was getting dizzy when I stood up.¿ the patient wasn¿t really feeling that good. In (B)(6), when the patient was on the plane, the patient¿s legs really started hurting. The patient was ¿noticing not the same type of thing¿ and her balance was ¿very off¿. The patient used to be able to stand on her right leg; she could stand for 10 minutes at a time before she got tired. Currently, the patient couldn¿t stand on it without holding onto something. It was noted that the pump was on the right side of her abdomen. The patient wanted to start ruling out whether it was the generic baclofen that was not as beneficial as the brand. The patient had a ¿bout¿ of urinary retention, when the baclofen was increased, and she became infected with pseudomona¿ the patient was ¿really sick from it¿. The patient asked the urologist at that time if the baclofen could have caused it and he said there was a potential for it because, the pump increase happened so quickly. The patient couldn¿t ¿chalk it up¿ to anything else because before the pump increase, she was able to go to the bathroom.¿ the patient was afraid of retaining urine and reportedly ¿suffering¿. The patient got dizzy when she stood up occasionally. When the patient walked, it was uncomfortable to walk only because, she could feel herself putting weight on one side versus the other more instead of being perfectly balanced. The patient was also getting some of the orthostatic hypotension.¿ the patient was getting more spasticity on her right side, which normally wasn¿t spastic. The patient felt ¿less prickly¿ with her last pump refill, which was ¿a good thing¿. A friend of the patient¿s noticed that she couldn¿t even walk down steps; the patient had to hold on to her friend. Five or six months prior to this, the patient was ¿much better¿ than that. The patient told her previous hcp that she was having ¿a lot of difficulty¿ so he agreed to see her again. Patient was to see the doctor on the (B)(6) 2012. Patient had them turn it down by 6% ¿when I had the bout of urinary retention in (B)(6). When they turned it down, after the patient got rid of the infection, it seemed like the urinary problems were a little bit alleviated. The patient expected that with dose increases that she would be getting ¿sloppy or something like that¿, but she was getting more tight. When the dose was lowered by 6%, the patient was getting more double vision. It was noted that the patient did having vision problems. The patient had ¿slide offs¿ in her car from everything going on. It was also reported that the patient switched from brand name keppra to a generic, which caused her to only sleep four hours night, so her epilepsy doctor thought she had a sleep disorder. The reporter suspected that the hcp switched brand names from lioresal to gablofen, and that is she the patient began experiencing problems. It was later reported that, when the patient developed pseudomonas, the patient started to retain urine again and was treated with antibiotics. When the infection abated, things seemed to return to normal. The infection occurred around the (B)(6). The patient was tested for subsequent utis just to make sure it was ¿totally gone¿. The patient noticed that it was very uncomfortable to walk on her right foot. It felt like she¿d been standing on it ¿forever¿ and it started to hurt. This had been going on for about two months. They were trying to adjust the pump dose because, it was usually ¿way too high¿, so they were decreasing it. They were also considering doing another pump refill because, the patient didn¿t currently have lioresal in the pump. The patient wondered if it was causing her body react ¿that way¿. The hcp ¿kept increasing the dose with a different concentration, without regard to adjust things down¿ and, in (B)(6), when the baclofen dose was increased, the patient developed the uti. The patient had a pseudomonas bacterial infection around (B)(6) 2012 and it was treated. The patient had frequent tests afterwards to make sure urinary tract infections were not present. It was possible now that the patient¿s body had healed. It was later reported that, as of (B)(6) 2012, the patient was still experiencing issues and was going back to her hcp on (B)(6) 2012 for further troubleshooting on the pump. The patient wasn¿t due for a refill until (B)(6) 2012, but the hcp was going to change her gablofen to lioresal at one of these visits. The reporter could not give a definitive answer of what was going on yet. She could not determine whether the problems were related to the pump or interstim device, so she attributed them to both. It was later reported that the patient had been having ¿multiple issues¿ like constant fevers and yeast infections. The patient¿s physician stated that she must have been having these issues all along, though the patient disagreed. It was noted that the patient did have a yeast infection a few months prior to report. About a week prior to report, she had noticed a constant irritation with enough swelling that she couldn¿t get catheters in. At that time, her physician stated she had another yeast infection. It was stated that the patient was not having these symptoms while lioresal was in the pump. When the patient changed to gablofen, she reportedly needed a ¿very, very high dose¿ that started to affect her urinary retention. Additionally, her blood pressure began to fluctuate and she would feel dizzy. The patient felt as if she was ¿going to die¿ from the high dose of ¿over 500mcg/ml per day¿. The dose was lowered and the patient began working with a home infusion company which used a type of ¿reconstituted¿ baclofen that would come in powder form. Since then, the patient has had ¿more side effects¿ and has felt ¿lousy¿. It was later reported, on (B)(6) 2013, that the patient¿s last refill with dr. Pang was on (B)(6) 2012. Only lioresal was used while the patient was under the physician¿s care. It was unknown during which times the patient was receiving gablofen. It was later reported that during the time the patient was receiving gablofen, her physician would raise the dose until there were side effects. At one point, the physician wanted to increase the dose to 2000mcg/ml. The patient¿s symptoms started to get worse instead of better. At that point, she was feeling sick and dizzy and ¿everything else¿, which is when she tracked down her prior physician who used lioresal. It was later reported that, when the patient had gablofen in the pump, the dose was getting so high because, ¿it wasn¿t working¿ and it was so high that it was making her sick. Her body reacted weird. It was giving her urinary retention and leg spasms and spasticity with the former medication, which was gablofen. The medication the patient currently had in the pump was lioresal as confirmed by testing. It was later reported that the patient had different strengths of baclofen. The patient was originally getting 500mcg and then it was increased to 2000mcg, but that was a little too strong. This was a couple years prior to the report. Then the patient went to 1000mcg. The patient had the pump filled on the report date and it was believed that they were trying to put in something else. It later stated that the patient¿s refill was due on (B)(6) 2013. A couple years prior to the report, the patient was using gablofen and she was having different symptoms. The patient¿s current dose had not changed in over a year and it had been pretty consistent at 277.1 per day. In 2011, the patient¿s dose was over 100mcg/day and then it went up. By increasing the concentration, the patient could go longer between refills. When the patient was on gablofen, they kept having to increase it for it to take effect. At the time of the report, the patient was on lioresal. The patient was getting ¿a+ checks¿ for her retention on lioresal.